Manufacturer narrative:
B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. E.6 initial reporter e-mail: gautier(B)(6). The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set that there was hemolysis / insufficient blood flow / difficult to activate safety. The following information was provided by the initial reporter: with this device, our nurses are experiencing the following problems clotted blood in the tubing preventing blood sampling. Hemolyzed sample (abnormality in the laboratory) preventing the prescribed analysis from being performed . Sample tube escaping from the device during sampling. Risk of pricking by the nursing staff when securing the needle during the removal of the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes; d9: returned to manufacturer on: 2023-06-14. H.6. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and functional testing, used to draw 10 vacutainer tubes with water and activating the safety shield, and the indicated failure modes for insufficient flow, tube push off, and difficult to activate shield with the incident lot were not observed. Additionally, 8 retention samples from bd inventory were evaluated by visual examination and functional testing, each used to draw 10 vacutainer tubes with water and activating their safety shields, and no issues were observed relating to insufficient flow, tube push off, and difficult to activate shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes insufficient flow, tube push off, and difficult to activate shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h. 10..

Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set that there was hemolysis / insufficient blood flow / difficult to activate safety. The following information was provided by the initial reporter: with this device, our nurses are experiencing the following problems. Clotted blood in the tubing preventing blood sampling. Hemolyzed sample (abnormality in the laboratory) preventing the prescribed analysis from being performed. Sample tube escaping from the device during sampling. Risk of pricking by the nursing staff when securing the needle during the removal of the needle.